Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was not sealing as fast as the surgeon is used to seeing. The new device addressed the hemostasis issues. There was no significant blood loss. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information requested but not yet received,

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. The cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device..

Event description:
It was reported that during the implant attempt the lead was repositioned twice due to poor electrical measurements. After the two repositioning attempts there was difficulty extending/retracting the lead helix. The lead was removed and replaced. No patient complications were reported as a result of this event.